Event description:
The exact date of the event is unknown. It is not known if there was a patient in the lift at the time of the incident. It was suggested by the facility that the patient was inappropriately using the posts of the track system as a support to raise herself from her bed and/or wheelchair and causing the track system to fall. No injuries have been reported at this time. (B)(4).